Event description:
It was reported to boston scientific corporation that an advantage fit was implanted into the patient on (B)(6) 2019. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; rectal pain; thigh pain; other pain: above top of vagina all the time; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury nonsurgical treatments: on (B)(6)2019 the patient commenced pain medication: panadeine forte for the treatment of: pain. Treatment duration: 2.5 years. On (B)(6) 2019 the patient commenced pain medication: panadol rapid/extra for the treatment of: pain. Treatment duration: 2.5 years. On (B)(6) 2019 the patient commenced topical treatment: vagifem pessary 10mcg for the treatment of: vaginal dryness. Treatment duration: 3-4 months. On (B)(6) 2020 the patient commenced use of heat packs for the treatment of: pain. Treatment duration: 1.5 years. On (B)(6) 2020 the patient commenced pain medication: tramadol 50mg for the treatment of: pain. Treatment duration: 2 years. On (B)(6) 2020 the patient commenced psychological medication: syquet for the treatment of: schizophrenia/mania/bi polar. Treatment duration: 1 year. On (B)(6) 2020 the patient commenced psychological medication: eniafax/xr 75mg for the treatment of: depression and anxiety. Treatment duration: 1 year.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.